Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the nurse observed the pca module to be infusing at 8mg/hr. Instead of the intended programming of 0.8mg/hr. There was reportedly 20ml left in the syringe at the time of the rate increase. The patient was reportedly awake and alert and "had been the whole time." The vital signs and respiratory rate have been above 14 breath per minute, o2 saturation 99%, and heart rate above 80. The physician and the pharmacist were informed of the event. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the nurse observed the pca module to be infusing at 8mg/hr. Instead of the intended programming of 0.8mg/hr. There was reportedly 20ml left in the syringe at the time of the rate increase. The patient was reportedly awake and alert and "had been the whole time." The vital signs and respiratory rate have been above 14 breath per minute, o2 saturation 99%, and heart rate above 80. The physician and the pharmacist were informed of the event. There was patient involvement but no harm.